Event description:
It was reported that this right ventricular (rv) lead had observations of gradual rise in shock impedances that were now high out of range greater than 125 ohms. The patient was bought into the clinic and impedances measured around 170 ohms, and technical services discussed the concerns for the energy not being able to convert the patient if needed. The system remains in-service, and no adverse patient effects were reported.